Manufacturer narrative:
Multiple attempts were made to try to reach out/ follow up with the customer, however there was no response. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) level sand diabetic ketoacidosis (dka). The customer was still at the hospital receiving treatment. No additional information was provided.